Manufacturer narrative:
Device analysis could not be performed as the device was disposed by the facility. A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints by event description were found in the same lot. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The dfu also indicates the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity inclusive of the device entrapment requiring surgical intervention. Although the product was not returned for analysis it appears to have met specifications based on the DHR review. Consideration of the event description, dfu review, previous complaints of this nature and the anatomical and procedural factors encountered during the procedure the root cause of this complaint has been determined to be due to operational context

Event description:
A percutaneous coronary intervention (pci) was performed for a lesion located in the distal left circumflex (lcx). The lesion morphology was unknown. An intravascular ultrasound (ivus) catheter was used to view lesion. The lesion was pre-dilated. A stent was implanted from the left anterior descending (lad) to lcx. Stent placement was confirmed to be fully opposed with an intravascular ultrasound (ivus) catheter. The physician attempted to withdraw the ivus catheter and resistance was met. The guidewire exit port of the imaging catheter had become stuck with the distal edge of the stent. The patient was transferred to another hospital, and imaging catheter was surgically removed. The patient condition was reported as 'good'.

Event description:
A percutaneous coronary intervention (pci) was performed for a lesion located in the distal left circumflex (lcx). The lesion morphology was unknown. An intravascular ultrasound (ivus) catheter was used to view lesion. The lesion was pre-dilated. A stent was implanted from the left anterior descending (lad) to lcx. Stent placement was confirmed to be fully opposed with an intravascular ultrasound (ivus) catheter. The physician attempted to withdraw the ivus catheter and resistance was met. The guidewire exit port of the imaging catheter had become stuck with the distal edge of the stent. The patient was transferred to another hospital, and imaging catheter was surgically removed. The patient condition was reported as good.

Manufacturer narrative:
(B)(4).